Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Summary of investigational findings: a patient who previously had an artificial vessel replacement for abdominal aortic aneurysm extending down to the common iliac arteries underwent thoracic endovascular repair on (B)(6) 2024. It was attempted to insert a zta-p-30-109-w1 through left access however resistance to zta-p advancement was encountered at the tortuous anastomosis of the left common iliac artery and the left limb of an aorto-bifemoral bypass graft. Upon meeting resistance, the access site was switched to the right. The tevar (thoracic endovascular aortic repair) was completed through the right iliac artery. The access was angiographed due to concerns about the possibility of access damage, but there were no particularly problematic image findings on the day. 11 days after the procedure the physician in charge reviewed the imaging and found a hemodynamically insignificant left cia (common iliac artery) dissection at the left cia graft anastomosis. Monitoring of the dissection was planned. Planning and sizing worksheets were provided and assessed in an imaging review. Per the findings in the imaging review ¿the cia wall was significantly diseased at the anastomosis. This was evident in the thickened moderately calcified atheromatous plaque. The angulation and diseased wall would have resisted advancement and been at greater risk of dissection.¿ review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use for this type of device careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal and vascular trauma is a known adverse event. Based on the reported information it is likely that the patient anatomy with artificial vessels and disease state contributed to the advancement difficulties and subsequent damage to the common iliac artery. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: tevar (thoracic endovascular aortic repair) for descending thoracic aortic aneurysm after artificial blood vessel replacement for abdominal aortic aneurysm. Although the artificial blood vessel was bent, left access was selected because the lumen was wide, and if the device did not pass through, the plan was to switch to right access. The device was planned to be placed as zta-p-30-109-w1 to shorten the treatment length as much as possible, but the periphery may be short, so in that case, the plan was to add zta-de-30-108-w1 as necessary. (Since delivery of zta-de-30-108-w1 was performed from the right side, it was unrelated to this defect in which dissection occurred when accessing from the left.) On (B)(6) 2024: tevar was performed. On page 7 of the attached planing and sizing sheet, the artificial blood vessel on the left was bent at approximately 10.7 mm, preventing the device from passing through, so access was switched to the right as discussed preoperatively. There was a narrow point in the external iliac artery on the right with a blood vessel diameter of 4.2 mm, but since it was not a calcified stenosis, it was determined that there was a possibility of passing through, and when the access was changed to the right, the device passed through without any problems. The device passed after switching from left access to right access, so the tevar treatment was completed as planned. The access was angiographed due to concerns about the possibility of access damage, but there were no particularly problematic image findings on the day. On (B)(6) 2024: the physician in charge was out the previous week, so he checked the images and found access site damage (dissection), but there was no rupture or blood flow disorder at this time, so he decided to observe the condition. Future plans are undecided. Patient outcome: localized dissection of the left common iliac artery. Not recovered, under the observation.